Manufacturer narrative:
Similar device with product: 5442022, 510(k): k091974 was marketed in us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the initial reporter via medtronic field representative regarding an event happened during intra-op for a pre-operative diagnosis of scoliosis. It was reported that the bender was broken when the crosslink was being bent. There were no fragments left in patient and was no delay in surgery due to this event. There was no additional surgery or treatment performed due to this event. There were no patient symptoms reported due to this event. There were no complications to patient/physician were reported/anticipated. Additional information received on 05-aug-2020: it was reported that the crosslink was broken, and there were no fragments left inside the patient. There were no symptoms reported as a result of this event.